Event description:
When contacting my physician today to obtain an updated order for my CPAP supplies, I was told that my CPAP machine was likely under a recall order. I have a philips dream station and it is, in fact, under recall. I registered my machine via the link on the philips site. My doctor has told me to not use my CPAP because I did identify black particles in the water chamber area of the dream station humidifier. I am presently terrified of sleeping tonight because when I do not use my CPAP I have terrible incidents of waking up gasping for breath. As it is, I have been waking up with mild headaches so now I am freaking out that I have some toxin causing a nasty reaction in my body. I will speak with my doctor to see if I need tests to determine if the CPAP toxic foam might be the cause of my headaches. While I'm at it, I will ask if my increased congestion could also not be seasonal allergies as I'd thought, but also might be caused by this CPAP. So, at the moment, I am not certain that I have been physically harmed, but I sure am feeling mentally beaten up. I am appalled that I had not been notified of the recall by my insurance company which paid for this machine nor by the medical supplier who continued to send me CPAP supplies. I will be hearing from my doctor tomorrow regarding what alternatives they can offer to get me a CPAP machine asap. Apparently my time might better be spent tonight not trying to sleep, but by collecting loose change from my apartment and setting up a go fund me account to purchase a new CPAP machine. Any help you can provide will truly be appreciated. Thank you. FDA safety report ID # (B)(4).